Event description:
Patient was implanted with formagraft and iliac crest autologous bone during a l4-l5 plif procedure performed in 2007. During the 24 hour period following implant, the patient began to drain significantly for a duration exceeding 1 week. Culture on two separate occasions was negative. Ten days later, the formagraft/bone was removed and replaced with iliac crest. The pt has not experienced any additional symptoms.

Manufacturer narrative:
The device was not returned and a physical evaluation was not possible. A review of the product device history record did not identify any non-conformaties. The physician reported that there was no indication of sepsis and suspects hypersensitivity to the bovine collagen. Product labeling indicates that "hypersensitivity reactions with the use of other bovine products containing bovine collagen include erythema, swelling, induration, and/or uticaria at implant sites."